Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient passed away on (B)(6) 2024. The patient's relative returned equipment to clinic. Log files were submitted for review. The event log captured a couple of no external power events on (B)(6) 2024 at 23:04 and again at 23:33. It appeared that both power leads were disconnected at the same time enabling the emergency backup battery (ebb) in the system controller until power was restored to the controller. The first event lasted around 5 seconds and the other event lasted around 4 seconds. There was low voltage advisory noted on (B)(6) 2024 at 23:56 when switched from the mobile power unit (mpu) to battery due to one of the batteries having low charge. The log file also noted low voltage hazard events starting on (B)(6) 2024 at 00:56, due to one battery at almost depletion and the other power lead showing disconnected. This continued until (B)(6), that same day, when no external power events were noted, and the ventricular assist device (vad) ran at the low-speed limit of 5100 rpm while the ebb was used. These events continued until the backup battery was depleted and the vad turned off at 04:29. A few transient controller internal fault events were noted in the log during the no external power events. The patient's cause of death was unknown and it was unknown if the patient's death was related to the events captured in the log files, although it was reported that the device operated as expected.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported events of no external power and replace system controller alarms and a fully battery depletion was confirmed via analysis of the submitted log file. A log file was submitted for review and data from the event dates of 23oct2024 ¿ 25oct2024 were reviewed. The log file captured no external power alarms on (B)(6) 2024 from 23:04:46 to 23:04:51 and from 23:33:48 to 23:33:50 due to both system controller power cables being disconnected from power. The system controller backup battery supported the system without any issues during the losses of external power. The alarms resolved once one of the controller power cables was reconnected to power. The log file also captured a no external power alarm on (B)(6) 2024 at 02:27:27 due to the battery becoming fully depleted, resulting in the system controller backup battery activating to support the system during the loss of external power. After continued use, the backup battery also became fully depleted resulting in the pump stopping on (B)(6) 2024 at 04:29:50 and the controller powering off on (B)(6) 2024 at 04:32:21. During this loss of external power, the log file also captured intermittent controller fault alarms on (B)(6) 2024 from 04:29:47 to 04:32:21 due to the motor a and motor b voltage levels intermittently dropping below the voltage threshold. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The system controller was not returned for analysis. The root cause of the no external power alarms captured on (B)(6) 2024 was determined to be both system controller power cables being disconnected from external power at the same time. The root cause of the battery depletion was determined to be due to the 14v battery and system controller backup battery operating for too long and resulting in the batteries becoming fully depleted. The root cause of the reported replace system controller alarm could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on (B)(6) 2022. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. Heartmate 3 instructions for use, section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook, section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including low voltage advisory/hazard, no external power, and replace system controller alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use, section 2 ¿ ¿system operations¿ explains the operation of the system controller backup battery. This section informs the user that the backup battery is intended only for backup power during a power emergency. The backup battery provides at least 15 minutes of support to the system if the in-use power source is disconnected or fails. Heartmate 3 instructions for use, section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook, section 3 ¿ ¿powering the system¿ explains the various ways to power the heartmate 3 lvas, and how to properly exchange power sources. It also states that at least one system controller power cable must be connected to a power source at all times and informs the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time and the pump will stop. Heartmate 3 instructions for use, section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook, section 3 ¿ ¿powering the system¿ explains that a pair of new, fully charged 14v batteries provides up to 17 hours of support and explains how to check the battery life by using the on-battery power gauge button. The user is also informed on how to properly exchange their 14v batteries for new batteries or to a different power source such as the power module or mobile power unit. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.